Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site. During field evaluation, fse advised the customer to ensure that no one is clutching the universal surgical manipulators (usms) during the procedures. The customer was informed of the clutch functionality and usm arm behaviour during clutch activation. Fse also informed the customer that the floor in the operating room is not level. This contributed to the usm arm issue. No part repair or replacement was performed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during of a vinci-assisted surgical cholecystectomy procedure, universal side manipulator (usm) arm was moving unintuitively - it was not staying or holding its place as surgeon intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, no further information was provided at this time.